Event description:
A text message was sent by a competitive rep to a medacta rep asking if this products in the picture were his company. The picture has been provided to regulatory. It is our understanding that the revision took place in utah and was due to infection. No other information has been obtained. No more information is available about this case: the revision was done by another surgeon/agent, and they will not release the patients name or return the explanted items to medacta. We don't know the reason for the revision and if the medacta implants are considered an issue.